Event description:
According to the reporter, while cardiopulmonary resuscitation was ongoing. The monitor booted. And meanwhile, applied the sensor to the forehead of the patient. After being able to see the readings on the monitor, the hcp's wondered why the reading was so low (15% rso2). Immediately used another monitor, which showed a reading of 48%. Whereas, the other monitor still showed 15%. There was no patient harm.

Manufacturer narrative:
This regulatory report is being submitted, due to retrospective review through CAPA 624392. D10 concomitant product: pm7100, monitor pm7100 tablet invos (serial#: (B)(6)), pmpamp71, preamplifier, pmpamp71 invos 7100 (serial#: (B)(6)), pmsens71-a-10, adult sensor pmsens71-a, invos kit (lot#: ad235202). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.